Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4).

Event description:
It was reported that "the patient's wife removed what she thinks was aquacelag ribbon - 40 cm of it which she has retained in a container - from his wound which was a "sinus on his bottom" in (B)(6) 2009. The product was believed by his wife to have been left behind in the wound in error - thinks that as many as x9 ribbons were packed into a fistula post-operatively at one point."